Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose drive support disk.

Event description:
The customer reported that insulin squirted out during the manual process. The blood glucose reading was 144mg/dl. Troubleshooting was performed and the drive support cap appears to be normal. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.